Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm low reservoir alarm due to blank display. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call that the device was exposed to moisture and alarmed low reservoir alarm and had a blank display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis. Customer mentioned the ems was called twice due to low blood glucose. Customer was unfamiliar with treating with the back up plan.